Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: (B)(6) 2023 section e1 - email address: (B)(6) section h3 - device evaluated by manufacturer? Yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint handpiece was received with a detached haptic stuck inside of the cartridge. The handpiece was disassembled and the assembly was inspected. No issues that could cause or contribute to the complaint or observed issue could be identified. Viscoelastic residue was identified inside of the lens module, suggesting that an excessive amount of ophthalmic viscoelastic device (ovd) may have contributed to the observed/complaint issue. No further evaluation was performed. The complaint issue of stuck in cartridge was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusions: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Per regulation EU 2016/679 general data protection regulation, patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: not applicable, as there was no patient contact with the product. If explanted, give date: not applicable, as there was no patient contact with the product. Email address: unknown, as information was asked but it was not provided. Telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted

Event description:
It was reported that the intraocular lens (iol) got stuck in the injector and when the customer got the lens out, it was damaged. Issue was identified during implantation/application. There was no patient contact with the product. No further information was provided.